Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experience high blood glucose levels ranged from 14.4 mmol/l to 20.0 mmol/l due to under delivery of insulin. The customer stated that the high blood glucose levels began on (B)(6) 2018 and the infusion set was changed on (B)(6) 2018. The customer reported that they have high blood glucose levels since last week. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer reported that the insulin exited at the quick release. The insulin pump passed the displacement test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.